Manufacturer narrative:
(B)(4). The date of onset of peritonitis was in (B)(6) 2014. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 2. This is a report of a home patient (hp) who acquired peritonitis and subsequently passed away due to sepsis. On an unreported date, prior to death, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with intraperitoneal (ip) ancef (daily, dose not reported) for the peritonitis. On an unreported date, treatment with ancef was discontinued. The cause of the peritonitis event was unknown. The outcome of the peritonitis was not reported. On an unreported date, the patient experienced sepsis. The patient subsequently died. Treatment for sepsis was unknown. The cause of death was reported to be due to the sepsis. Dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd895763 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted.